Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they "had a problem with their device". The patient's implantable pulse generator remains in use. No patient complications have been reported as a result of this event.